Manufacturer narrative:
Product analysis could not be undertaken as the device was not returned for investigation. The lot history review (lhr) for lot # p21161 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Ureteral tears are a known complication in ureteroscopic stone removal procedures and is also listed as a potential adverse event in the device instructions for use (IFU). Stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026, a sure procedure was initiated on a patient that had a tight upj (ureteropelvic junction). Subsequently, the case was halted, and a stent was placed. The following week, the physician notified that a ureteral injury occurred during the procedure which was initially attributed to the uas (ureteral access sheath). Upon further information reported to the company in may, the injury was thought to be caused by the cvac device. A urinoma formed secondary to the underlying injury requiring two separate hospitalizations and stent placement for six weeks. The patient recovered, had successful treatment of their initial stone burden, and is reported to be doing well.